Event description:
The pt had one complete se 6.0x150mm stent implanted to the right superficial femoral artery (sfa). Subsequent angiography revealed dissection at the proximal edge. Vascular intervention was required and another complete se stent was implanted. The post invention angio shows widely patent stent sites. The pt tolerated the procedure well and there were no complications. The investigator reported that the reported event was not related to the study stent but definitely related to the procedure.

Manufacturer narrative:
Revascularization performed. Dissection.